Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system would not boot up. Review of the logfiles confirmed the flexvision pc malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that there was a defect with power supply in flexvision pc. The defective flexvision pc was returned to failure analysis and confirmed that the mode of failure was "s60 ¿ unit malfunction". Fse replaced the flexvision pc and system hard drive. After the replacement of flexvision pc and system hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.